Event description:
Clinical study site ID (B)(4); subject 714 was implanted on (B)(6) 2009 with an elevate anterior/apical graft for an apical/rectocele repair. On (B)(6) 2009, the study site reported worsening of constipation - dyschezia after surgery. The study site determined this event was not related to the device, but was related to the procedure. Intervention: eductyl suppository. Additional information received on (B)(6) 2010 indicated that the constipation - dyschezia, treated with eductyl, had improved. Information received on (B)(6) 2010 indicated dyschezia was continuing. Information received on (B)(6) 2010 indicates worsening of dyschezia despite medical treatment.

Manufacturer narrative:
Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.